Manufacturer narrative:
Corrected data: this report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in b1(is product problem) the cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned. The cause of the positioning issue was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d3 and e4. Upon review, it was identified that these were inadvertently omitted from the initial report.

Event description:
An impella cp device was inserted into the femoral artery in a 48-year-old male patient with a past medical history of diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), hemolysis was confirmed by the dark urine and the plasma free hemoglobin. An echocardiogram showed the pump deep at 4cm and interacting with the mitral apparatus. After 14 hours on support, the device was removed. The post-procedure outcome is survived at explant. It is unknown if the hemolysis resolved. The reported hemolysis can be attributed to the patient's underlying cardiogenic shock and the potential malposition of the device interacting with the mitral apparatus.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.